Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rep during a lower anterior bowel procedure the device stapled and cut but would not release the bowel. The adjusting knob was turned counter clock wise one and a half to three quarters. The staple line had to be cut out and both donuts come out complete. A second like device was used and was difficult to remove. The surgeon was able to remove the device and over sewed to complete the procedure with no patient consequences reported.